Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the guide wire with one kink towards the distal end around the 100 mm mark. The customer also returned one guide wire within its advancer for evaluation. The guide wire cap was not returned. Signs of use in the form of biological material were observed and the customer confirmed that the sample was contaminated within the clinical setting. The guide wire was observed to have two bends and two sets of offset coils towards the distal j-bend where the guide wire would be within the straightening tube and guide wire cap during full assembly. The distal j-bend was slightly misshapen and was intact. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed. It was noted the damage on the returned guide wire does not match the damage in the customer photo; however, the customer stated to perform the investigation according to the current sample and to disregard the photo provided. The bends in the guide wire measured approximately 580 mm and 590 mm from the distal tip. The offset coils measured 592 mm and 596 mm from the proximal tip. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and 18ga introducer needle. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. Two bends were observed towards the distal end of the guide wire body as well as offset coils on the j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guide wire would be protected within the straightening tube and guide wire cap of the advancer assembly. Based on the customer report and sample received, the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "(B)(6) 2025, before insertion, the doctor found swg kinked prior to the patient." There was no patient involvement.

Event description:
It was reported " on (B)(6) 2025, before insertion, the doctor found swg kinked prior to the patient." There was no patient involvement.

Manufacturer narrative:
(B)(4)